Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, name, list 07k78-30, and in section d of this report to architect i2000sr, list 03m74-02. MDR number 1628664-2019-00548 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier: complete sid: (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result when processing on the architect i2000sr. The following data was provided for sid (B)(6): initial result: 6138.89 miu/ml, retest result: <1.2 miu/ml. No impact to patient management was reported.